Event description:
It was reported that during a colon resection procedure, the devices kept locking out. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device lockout prior to cutting or stapling? Did the device lock out after the devices had started to deploy staples and cut? Response from the sales rep: information unknown. Its sounds like the reloads locked out based on what the account said. The analysis results found that the ntlc55 channel half was received in good visual condition and with a cartridge reload loaded in the instrument. The cartridge reload was received unfired and with the swing tab in the unlocked position. In addition another cartridge was received fully fired and with the left gripping surface damaged. Although no conclusion could be reach as to what may have caused the found damage of the cartridge, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. In addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.